Event description:
The advocate contacted bayer on behalf of a customer. The customer received blood glucose readings between 0.6-1.1 mmol/l (11-20 mg/dl) when testing with a contour link meter. The customer was hospitalized and the blood glucose reading the hospital received was 11 mmol/l (198 mg/dl). The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No other information was provided about the event. No adverse events were alleged. The meter and test strips are to be returned for evaluation.